Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high capture threshold, which resulted in failure to capture. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray inspections were normal with no anomalies found.